Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the clinic has noticed a decline in the in situ testing results. The pt will be re-implanted however this has not yet been scheduled.